Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that during daca aneurysm treatment, the stent and headway were based at the landing zone. When maneuvering at the neck of the aneurysm, half of the sent was deployed and the other portion of the stent got stuck at the distal tip of the catheter, and the pusher wire got free as it was moving without pushing or pulling the stent. The physician took out the stent along with catheter inside the daca aneurysm, and the entire assembly was retrieved and removed. Coils were placed in the aneurysm, and another stent was used with the previous catheter to complete the case. The patient was stable and discharged from the hospital.